Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and obtained. Attempts have been made to obtain the device but have not been received to date. If further details are received at a later date a supplemental medwatch will be sent. Was the drain broken into two or more pieces? When the sales rep checked the product, the trocar needle was severely bent. It seems that considerable force was added. Was the damaged drain removed or replaced surgically? Since the drain broke before the wound was closed, it was replaced with a new drain. There is no effect on the patient. Device return status? We regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported a patient underwent a spinal/spinal cord surgery on (B)(6) 2021 and a drain was used. During the procedure, the drain was broken outside the patient¿s body during use. It was replaced with a new drain. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2021. Additional information: h3 evaluation: complaint sample was received for evaluation. Primary pack was opened and found that device was not in its original from. The trocar was completely bent inside, and drain was already detached from trocar side. However. The drain sample was visually checked for any hole or cut mark but no such evidence were found on the device. On the basis of sample received, there are not enough evidence to determine. Retain sample of the same lot was checked visually and found within the specified criteria. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.